Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not available.

Event description:
A patient specific implant prescription form was submitted for a patient's right distal femur with diagnosis: "loosening distal femoral prosthesis".

Manufacturer narrative:
Is being corrected to delete erroneous reference to the device not having been returned. An event regarding alleged loosening involving a distal femur mig was reported. The event was confirmed by medical review. Method and results: product evaluation and results: visual inspection: visual inspection indicates that the femoral component, shafts and axle are unremarkable. Visual inspection noted the femoral stem is heavily contaminated with bone/cement. Minimal bony ingrowth is observed at the ha collar, unable to determine if extraction and cleaning process removed ingrowth from the collar. Dimensional inspection: not performed due to bone/cement contamination. Functional inspection: not performed due to bone/cement contamination. Material analysis: not performed as reported issue is not a material issue. Clinician review: the implant in situ was for a mig distal femoral replacement which was inserted on (B)(6) 2017. The CT scan show gross radiolucent lines and osteolysis, indicate the stem has aseptically loosened. The bone has massive remodeling and the cortical bone is very thin. In addition, the femoral stem has mis-aligned inside the cavity. The above observations confirm the reason for revision. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 16mar2017 with no reported discrepancies. Complaint history review: there have been 3 other events relevant to this investigation. Conclusions: the exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by siw. If additional information becomes available to indicate further evaluation is warranted, this record will be re-opened. Revision surgery took place on (B)(6) 2019 du e to loosening of the femoral stem whereby mig distal femur components were explanted. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product nonconformity or unanticipated hazard.

Event description:
A patient specific implant prescription form was submitted for a patient's right distal femur with diagnosis: "loosening distal femoral prosthesis".

Manufacturer narrative:
Correction: device corrected from distal femur to distal femur minimally invasive grower (mig). Additional information: an event regarding alleged loosening involving a distal femur mig was reported. The event was confirmed by medical review. Method and results: product evaluation and results: visual inspection: visual inspection indicates that the femoral component, shafts and axle are unremarkable. Visual inspection noted the femoral stem is heavily contaminated with bone/cement. Minimal bony ingrowth is observed at the ha collar, unable to determine if extraction and cleaning process removed ingrowth from the collar. Dimensional inspection: not performed due to bone/cement contamination. Functional inspection: not performed due to bone/cement contamination. Material analysis: an event regarding alleged loosening involving a distal femur mig was reported. The event was confirmed by medical review. Clinician review: the implant in situ was a mig distal femoral replacement which was inserted on (B)(6) 2017. The CT scan show gross radioluscent lines and osteolysis, indicate the stem has aseptically loosened. The bone has massive remodelling and the cortical bone is very thin. In addition, the femoral stem has misaligned inside the cavity. The above observations confirm the reason for revision. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 16mar2017 with no reported discrepancies. Complaint history review: there have been 3 other events relevant to this investigation. Conclusions: the exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Revision surgery took place on (B)(6) 2019 due to loosening of the femoral stem whereby mig distal femur components were explanted. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product nonconformity or unanticipated hazard. Not performed as reported issue is not a material issue.

Event description:
A patient specific implant prescription form was submitted for a patient's right distal femur with diagnosis: "loosening distal femoral prosthesis."